Event description:
It was reported when using the bd pyxis medstation system the fridge was failed and not detected on bus. The customer stated that this malfunction occurred while user trying to issue medication to patient and caused a delay. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the fridge was not detected on bus. The field service engineer reset the power and battery on fridge, opened the top cover checked connections in electronics drawer and removed dust to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.